Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shaft of the instrument was broken. The evaluation found that the paddle fanned out properly. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the device is leveraged and exposed to an improper or excessive force while the paddle is pushed through the tube and fanned out, creating tension between the plastic tube shaft and the paddle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gynecology procedure, the device's shaft broke when the surgeon was trying to extend the retractor. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.